Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The patient dislocated the tubing several times, the hospital did not want to replace one and the patient was not on doupa therapy since (B)(6) 2017. Patient was admitted to long stay unit. Report stated that on (B)(6) 2017, patient died due to respiratory distress and peritonitis. Patient was not on duopa therapy at the time of death.